Event description:
It was reported that there was an alarm problem. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24 sept 2016 so no UDI required. Reporting institution phone # (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) reviewed the device logs. Indicating there was no asystole alarm in the period mentioned, but saw that for more than one hour the patient was in tachycardia. The rse state that the patient's traces could not be recovered because the department does not admit patients at the central station which is why the traces were not available. The rse concluded that ECG derivation iii may have been flat due to a false contact but that the ECG derivations on which the ECG analysis is done displayed an analyzable signal the monitor did not detect any condition of asystole, not tachycardia, as there was a measurable ECG signal and asystole would mean that the ECG is flatlining. The customer was advised to display derivation ii instead of derivation iii because it is the main derivation for the analysis. The rse confirmed the configuration was modified on the monitors. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was confirmed. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed.

Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating there was no asystole alarm for the patient. The device was in use monitoring a patient at the time of the event. An adverse event involving a patient or user was reported.